Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay reported because of this event.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. Therefore, unavailable for a physical evaluation. However, some photographs were provided. Upon visual inspection of the photographs, the exterior surface was found heavily damaged. With nicks/gouges that may cause some of the material to come off. However, without the device to examine, it was not possible to determine, if there was material debris. The reported complaint was confirmed, due to the damaged found. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the head trial¿s debris fell off. It was reported that during the tha surgery, noted the head trial debris fell off. There were no adverse consequences to the patient. The products was used for the first time.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.